Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 1.25mm threaded guide wire 150mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product code: hty. H6: customer quality investigation: the guidewire was not returned. A photo-investigation was performed on the images provided. Upon inspecting the images provided, the part number and the lot number cannot be identified from the device and the complaint condition of a broken guide wire could not be confirmed. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Conclusion: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: a device history record (DHR) review was conducted: part: 292.620. Lot: 2l71235. Manufacturing site: werk balsthal. Release to warehouse date: 12 dec 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5; d1; d2a; d3; g1; g4; h5. D7a: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporters state: (B)(6). Unknown, as specific lot numbers are unknown; device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the guide wire broke in the reduction to place the cannulated screw. Product: 292.620, lot: 2l71235. One pin 1.25 is broke and remains inside the patient. Product: 292.620 batch: 2l71235. Two pins 1.25 are bent. Product: 292.620 batch: 2l53848 one cannulated screw 4.0 l38 is missing and there is an additional washer, for a total of three. One locked screw l26, one cortical screw l26 and two cortical screws l30 are missing. The talus plate is missing code: lot: h875290. This complaint involves (13) devices. This report is for (3) of the 13 devices. This report is for (1) guide-wire ø1.25 w/thread-tip w/trocar l1. This report is 2 of 3 for (B)(4).